Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 344 mg/dl, 113 mg/dl and 194 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that he felt dizzy and nervous as if he were hypoglycemic when he obtained the results. Reporter stated he self-treated with orange juice and candy. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.